Manufacturer narrative:
The insulin pump received with no button response due to moisture damage on electronic assembly. No blank display or display anomaly noted. The insulin pump had moisture damage on motor assembly. The insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 120 mg/dl at the time of incident. The customer stated that the insulin pump was flickering and then went to blank display right after being exposed to moisture. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be replaced and will be returned for analysis.